Event description:
The pt's EKG was recorded during an eeg exam incorporating photo stimulation. The qrs increased with the increase in photo-stim frequency. Pacing marks on the r wave seemed to be present. The operator stopped the eeg test. The pt was not harmed, and was referred to his cardiologist. The eeg machine was tested and operated normally. Emf was not tested due to cost considerations. The eeg was repeated without incident a month later. MFR suspected the pacemaker was in a noise or back-up mode.